Event description:
It was reported that the patient received a shock and felt palpitations. High impedance was observed on the rv lead. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.